Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: b5, d8, d9. H3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of no image was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to printed circuit board failure on the patient board set. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use for an unspecified procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. There were no reports of patient harm.